Event description:
It was reported that there was an issue with the plate sheep blood agar z 100ea that made it difficult to discern results. No erroneous results were obtained or reported, and there was no report of patient impact. The following information was provided by the initial reporter: it is difficult to observe a hemolytic reaction.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed and mfg jp fukushima is an OEM manufacturing site. Initial reporter facility name: medical cooperative (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was an issue with the plate sheep blood agar z 100ea that made it difficult to discern results. No erroneous results were obtained or reported, and there was no report of patient impact. The following information was provided by the initial reporter: it is difficult to observe a hemolytic reaction.

Manufacturer narrative:
After further evaluation, the previous MFR report #1119779-2022-00309 was submitted in error. This product is not sold within the us and bd does not sell a similar product within the us. This complaint is not MDR reportable.